Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient was experiencing worsening control of his spasticity. It was confirmed via fluoroscopy that the patient's catheter was completely out of the thoracic space and appeared to be "knotted or balled up near the pump pocket." The patient's pump was also alarming periodically and several motor stalls and recoveries were confirmed via telemetry. The last stall was still active. Both the patient's catheter and pump were replaced on (B)(6) 2018. Both devices were going to be returned for analysis. There were no reported environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. It was noted the patient's pump had gablofen at 2000 mcg/ml at the time of the symptoms and motor stall events. It was changed to 2000 mcg/ml of lioresal after the replacement. The patient's weight was unknown. The patient's status at the time of the event was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and familial spastic paraparesis. On (B)(6) 2018, the patient reported they heard an alarm. The hcp was unable to determine the alarm because there was no 8840 clinician programmer available. No symptoms were reported. No further information was provided. Additional information was received from the hcp. It was reported that the patient was seen and the pump was programmed off and as of (B)(6) 2018, the pump was alarming again. The pump was telemetered on (B)(6) 2018 and the hcp confirmed that a motor stall occurred again. Per the event logs, there had been multiple motor stalls and recoveries since (B)(6) 2018 @ 2123 with the most recent stall not recovering to date. Electromagnetic interference (emi) was ruled out as the cause of the stalls per the hcp. The patient had an appointment next week with the neurosurgeon to determine medical steps for replacing the affected pump. The pump was programmed to 770 mcg/day and oral supplemental medications had already been administered. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis of the catheter (sn: (B)(4)) found a non-significant anomaly; coring/tears/cuts in seal, no leak seen in lab and no leak allegation. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-22, additional information was received from the manufacturer representative (rep). Additional information reported the pump and catheter were returned for analysis. The reason for catheter removal was indicated as "occlusion". The event date was noted to be (B)(6) 2018 (date of explant). The patient was noted to have experienced a loss of therapy.

Manufacturer narrative:
Concomitant medical products product ID 8731sc, serial# (B)(4), product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.